Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch veriopro meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 7pm, the subject meter powered off during use. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿unconscious¿ at an unspecified time after the product issue occurred; however, the patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, nor did the meter required a new battery and there was no misuse of the product. The issue was resolved. The cca walked through troubleshooting the issue and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow up#1: the incident description has been updated to correct the patients treatment "on (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch veriopro meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2015 at 7pm, the subject meter powered off during use. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿unconscious¿ at an unspecified time after the product issue occurred; the emergency service were called and the patient was allegedly admitted to the hospital for a number of days it, is unknown what treatment the patient received. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, nor did the meter required a new battery and there was no misuse of the product. The issue was resolved. The cca walked through troubleshooting the issue and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began."